Manufacturer narrative:
(B)(4). Lot number unknown / not provided. Product not returned to manufacturer.

Event description:
It was reported by the doctor that the unihg screw loosened.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instrm rev. C (9/16) ¿ biomet 3i restorative manual the restorative manual identified the proper procedure for screw placement and installation as well as recommended torque values. The recommended torque value for the certain gold-tite hexed screw is 20 ncm. The restorative manual identified the proper procedure for screw placement and installation as well as recommended torque values. The recommended torque value for the certain gold-tite hexed screw is 20 ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following section has been corrected: usage of device is unknown.